Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with hcg 20 miu/ml cutoff urine control and 3 high level hcg urine control, all results were positive at read time. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without pt specimen in-house analysis. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleging receiving false negative hcg results for one pt. Unk confirmation was positive. Pt was admitted to ER on (B)(6) 2014. Urine was tested negative within read-time. No serum quant is available. Pt's chart indicates the pt had ectopic pregnancy confirmed on (B)(6). Urine collection time is unk. Pt's lmp, age, health condition and medication history not known. No invasive procedure performed based on the false negative result. No samples were saved. The product was shipped in good condition and external control results were normal upon receipt. No add'l pt info provided.